Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported problem was duplicated. Verified downstream occlusion sensor seal was bubbled during visual inspection. Performed no disposable alarm testing of pump as per procedure. Found multiple high alarms displayed: air in-line detected in event log. Recommended replacing air detector as preventative measure. Root cause is unknown. Replaced downstream occlusion sensor seal. A non-conforming report was opened to investigate downstream occlusion sensor seal issue.

Event description:
It was reported that the downstream occlusion sensor seal was damaged before infusion. No patient injury reported.